Event description:
The customer reported "corrupt images on the fluoro image, had to change out c-arm."

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA by 04/22/2011.